Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous right cephalic vein. The 6.0mmx40mmx40cm sterling balloon catheter was advanced to the lesion. The first inflation was performed at 6 atmospheres and second inflation was at 10 atmospheres. However when the balloon was inflated for 20 seconds on the third inflation, it ruptured at 14 atmospheres. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.